Manufacturer narrative:
The product was not returned for analysis; the lens was discarded. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during the intraocular lens (iol) implantation surgery, the lens was found to be defective. Additional information was received stating that lens was not implanted because one haptic was defective, lens did not touch the patient's eye and the device was not saved.

Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the method code should have been b18 instead of b17. The manufacturer internal reference number is: (B)(4).